Event description:
Additional information received later indicated that "the event was not related to a specific case, but a general request".

Event description:
It was reported that the physician needed an adapter to connect a distal 8782 ascenda part to a proximal 8596sc indura catheter. Explanation provided was that "most catheter complications occur in the distal catheter part of the 8731 / 8731sc catheter, therefore replacing the distal catheter by an ascenda catheter could greatly improve long term system performance; replacement of the proximal catheter part would not be necessary". In addition it was stated that "due to ascenda-indura incompatibility the complete catheter would have to be replaced as well during the revision, causing the patient additional pain due to necessary tunneling of the proximal ascenda part, an adapter to connect a distal ascenda part to a proximal 8731 indura part would make this revision much less invasive, the proximal indura part still being intact".

Manufacturer narrative:
Catheter: model 8782, lot/serial# unknown, implanted: unk, explanted: unk; catheter: model 8731sc, lot/serial# unknown, implanted: unk, explanted: unk.